Manufacturer narrative:
Reporter occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Relevant retention test strips (lots 405014 and 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using a hemochrome instrument with an unknown reagent. At 11:00 a.m. The meter result (lot 397398, unknown expiration date) was 6.4 inr and at 1:00 p.m. The laboratory result was 4.3 inr. The patient took nyquil the night before and held their coumadin dose based on the laboratory result. On (B)(6) 2019 at 10:48 a.m. The meter result (lot 40501421) was 4.3 inr and at 12:00 p.m. The meter result was 4.0 inr. At 12:00 p.m. The laboratory result was 3.0 inr. The patient did not receive any medical treatment based on the meter results. The patients therapeutic range is 2.5-3.5 inr and tests once a week. The patient is currently feeling bad from allergies.

Manufacturer narrative:
The customer discarded the vial for lot 397398. The strips used for the investigation were from lot 405014-21.